Event description:
It was reported that bd q-syte¿ needle-free connector is clogged and caused leakage. No patient impact reported. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a flow issue of q-syte. The customer reported as follows: upon priming using a syringe immediately after unpacking, the solution did not flow but leaked from the connection to the septum (inner blockage was suspected).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd received a q-syte assembly from lot 1210004 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no visible defects. Next, the q-syte was inspected microscopically and the bottom disk of the septum was found to not have a slit in it. The septa are slit during the manufacturing process. If a septum was not slit it may be a result of a broken/missing blade, or mixed product of non-slit septum with slit septum. There was an inspection during the lube station that checks for the presence of a slit. It was possible that a no slit would pass if the station actuation force was set too high. Additionally, operators also inspect for no slit during quality inspection. H3 other text : see h10.

Event description:
It was reported that bd q-syte¿ needle-free connector is clogged and caused leakage. No patient impact reported. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a flow issue of q-syte. The customer reported as follows: upon priming using a syringe immediately after unpacking, the solution did not flow but leaked from the connection to the septum (inner blockage was suspected).